Event description:
Customer reports pt developed headache; pain behind eyes; blurring of vision and difficulties with up-gaze. Found shunt did not pump or refill on bedside testing. Surgery performed to replace catheter and the device was found to be completely obstructed.